Event description:
It was reported that during the system revision due to infection, noise and low pacing lead impedance were observed. The lead was capped and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.